Event description:
Failure to prime the cellex photopheresis device due to multiple "prime 4" alarms. Event reported to the manufacturer. Another kit was installed and prime completed without alarms. The kit was saved to be returned to the manufacturer for investigation. Diagnosis or reason for use: gvhd of the skin/photopheresis.